Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery was at normal end of life. No anomalies found with the device.

Event description:
It was reported there was a low battery error on the programmer analyzer. Multiple batteries were tried and nothing resolved this. The analyzer was returned for repair. No information was received indicating patient involvement.